Event description:
Per independent repair center statement the unit had low o2 or yellow light. The key failure was the pilot valve for the manifold was leaking. Additional malfunctions include the o-rings for the manifold were defective, the tie wraps for the sieve beds were defective, and the heat exchanger for the compressor were leaking.